Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9.

Event description:
N/a.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cardiosave intra aortic balloon pump(iabp) had a overheating issue. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated and could not duplicate problem. Same issue reported on 1/10/2025 on work order (B)(4) and compressor was replaced at 12156 hrs. The fse replaced the front end board as precaution. All functional and safety test performed. The failure analysis and testing dept. Received part with a reported unit failure of an overheating issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.